Event description:
It was reported that during a routine pulse generator change out, the ventricular lead exhibited unacceptable capture thresholds, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).